Manufacturer narrative:
Evaluation: method: lens work order search, medical review. Results: the icl was returned for evaluation. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. A lens work order search was performed and no similar complaints were found within the work order. Medical review - nuclear sclerosis is a type of lens opacity which is usually age-related and occurs earlier in high myopic eyes. Icl -related opacities are usually anterior located and sub-capsular. It is unlikely that the icl caused a nuclear sclerosis change; however we cannot rule out that the presence of icl could have accelerated the naturally occurring opacity. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) secondary surgery. (B)(4) inadequate. (B)(4).

Event description:
The rptr indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's right eye (od) on (B)(6) 2001. The lens was explanted on (B)(6) 2010 due to inadequate vaulting and a nuclear cataract had developed. A multifocal iol was implanted and the pt's post-op bcva was 20/22. The pt is ok.